Event description:
Boston scientific received information that this device and right ventricular lead displayed a sudden impedance increase of greater than five hundred ohms. All other measurements were unchanged. There was no evidence of a lead fracture and no noise episode in device memory. A decision was made to further monitor this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.